Manufacturer narrative:
Product event summary: a proximal portion of the lead was received measuring 41 cm and analyzed. Analysis was performed and no anomalies were found, visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID 6949-58 defib lead, implanted: 2006-(B)(6); product ID 5568-45, non-defib lead implanted: 2006-(B)(6); product ID d334drg defibrillator, implanted: 2013-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that all three leads were cut during a valve procedure. The two ventricular leads were noted by the surgeon to be perforating the tricuspid valve. The atrial lead was inadvertently cut along with the two ventricular leads. The leads were cut, leaving behind the remainder of the leads in the superior vena cava (svc). Today, the physician has planned for laser extraction to completely remove all three leads and implant a single right ventricular (rv) lead. The right atrial lead and right ventricle lead were removed completely. The svc of the rv lead was not removed due to adhesions that could not be worked around and the rv svc coil remains in the patient. No further patient complications have been reported as a result of this event.